Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Initially reported as adverse event. There was no adverse event to the patient and no intervention required. Programming changes were made and lead remained implanted.

Event description:
It was reported that during routine follow up, oversensing due to noise was observed. Fluoroscopy revealed the lead had dislodged. The lead remains implanted. The patient will be monitored.